Event description:
Related manufacturing ref: 3008452825-2022-00472. During an atrial fibrillation procedure, a communication issue occurred which delayed the procedure. The catheter was not visualized when connected. It was suspected that the amplifier was detecting a post fault potentially with a suspect grid. When connecting the catheter to the direct connect cable, it was still unrecognized. The cable was replaced and after plugging it in, the amplifier disconnected for an extended period of time and the screen was blue. The study was exited after saving a segment, and the amplifier was power cycled and a solid amber light was visible. The study could not be resumed. A new study was opened and an error message was noted stating it had been used for another patient. The patches were replaced and the amplifier was connected and the signals were visible. When the catheter was connected, there was an error message stating it had already been used in the study. The study was exited again and resumed. After approximately 5-7 minutes and three reboots, the dws would not connect to the amplifier; the status light was amber. Once the connection to the amplifier was established, the same error was noted with the catheter. The catheter was then replaced to continue the procedure with no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the serial number is unknown. Based on the information received, the cause of the reported communication issue and subsequent delay remain unknown.